Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the core impaction drill heated up. Attempts to obtain further information from the customer were unsuccessful.

Event description:
It was reported that the core impaction drill heated up. Attempts to obtain further information from the customer were unsuccessful.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the drive shaft.